Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the meter was alarming. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The meter has been returned to animas but not yet evaluated at the time of this report. When the evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 03/24/2015 device evaluation: the device has been returned to animas and evaluated on 03/13/2015 with the following findings: the meter started up to an error 1 code that could not be cleared due to an error with the ram.